Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d4; d8; g3; h2; h3; h6 and h11 corrected field: e1 the device was returned to olympus for inspection and the reported error code e238 failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to disconnection in cable unit, error code e238 was displayed a root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to disconnection in cable unit. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had displayed error code 238. The issue had occurred during an unspecified procedure that was completed with a similar device. There were no reports of patient harm.